Manufacturer narrative:
The sample was provided for further investigation. The sample was retested on a cobas e 801 and the high result was reproduced. The investigation confirmed an interfering factor was present in the sample. The interfering factor is addressed in the method sheet for ft3 under limitations interference: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design."

Manufacturer narrative:
This event occurred in (B)(6). Medwatch field UDI number: (B)(4).

Event description:
The initial reporter stated they received questionable results for two samples from the same patient tested with elecsys ft3 iii on an unknown roche analyzer. The results from the samples did not compare to results obtained on a siemens analyzer. The results measured at the customer site were reported outside of the laboratory to a doctor. The first sample resulted in a ft3 value of 11.5 ng/l (reference range = 2.3 - 4.2 ng/l) when tested with the roche assay. The same sample was repeated on a siemens analyzer, resulting in a value of 3.48 ng/l (reference range = 2.3 - 4.3 ng/l). The second sample resulted in a ft3 value of 10.7 ng/l when tested with the roche assay on 12-apr-2021. The same sample was repeated on a siemens analyzer, resulting in a value of 3.5 ng/l.